Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not allow for the confirmation of multiple boluses prior to delivering the boluses. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, a pump reset resolved the issue.